Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level over 500 mg/dl. The customer reported calling several weeks ago with concerns that the replacement insulin pump was not functioning properly. The customer reported being able to get blood glucose levels below 200 mg/d. The customer had no symptoms. The blood glucose level at the time of the incident was 240 mg/dl to 280 mg/dl and the current blood glucose level was 88 mg/dl. The customer treated for the high blood glucose level with insulin pump and manual injection. The customer did troubleshoot the issues. The insulin pump will not be returned for analysis.